Event description:
It was reported that the patient was seen by a specialist and diagnosed with vocal cord paralysis. The patient had experienced voice alteration since generator replacement. Surgical intervention is being planned for the vocal cord paralysis. The physician reduced the device pulse width to 130usec.

Event description:
It was reported that the patient had surgery to correct the vocal cord paralysis. It was reported that an ent diagnosed the vocal cord paralysis being related to vns. No additional relevant information has been received to date.

Event description:
It was reported that an ent diagnosed the left vocal cord paralysis developed after the generator replacement. The ent reported that the patient had left medialization injection laryngoplasty performed on (B)(6) 2016. It was found that the patient's replacement generator was programmed to the same or lower settings as the previous generator, which was functional a month before replacement. Therefore, a sudden increase in settings is an unlikely cause of the vocal cord paralysis. The patient had generator replacement surgery on (B)(6) 2015. No additional relevant information has been received to date.